Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump received a compromised force sensor alarm during rewind. The blood glucose level at the time of the incident was 122 mg/dl. The customer stated that insulin was squirting out during manual priming. The customer stated they are unable to leave the "preparing to prime" loop. The drive support cap appeared normal. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: motor error alarm during the basic occlusion test due to faulty force sensor resistor. Unable to confirm compromised forced sensor alarm due to motor error alarm. Pump passed displacement test, self test and unexpected alarm error test. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, stained end cap sticker and minor scratches on display window noted. No moisture damage on electronics and motor assembly noted.